Event description:
On or around 10/15/1999, the account obtained a negative testpack plus human chorionic gonadotropin combo result for a serum sample for a pt who presented in ER. The sample was tested on abbott axsym with a quantitative assay and a result of >1000 miu/ml was obtained. The negative testpack plus human chorionic gonadotropin combo result was not reported.